Event description:
It was reported that the package units of 50 bd pegasus¿ safety closed IV catheter systems were damaged and squeezed. The following information was provided by the initial reporter, translated from chinese to english: after the distributor delivered the goods and the hospital equipment department received the goods, it was found that the outer packaging of the box was intact. After opening the small box, it was found that the outer packaging of the product was squeezed and damaged

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the package units of 50 bd pegasus¿ safety closed IV catheter systems were damaged and squeezed. The following information was provided by the initial reporter, translated from chinese to english: after the distributor delivered the goods and the hospital equipment department received the goods, it was found that the outer packaging of the box was intact. After opening the small box, it was found that the outer packaging of the product was squeezed and damaged

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2080990. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected samples could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.